Event description:
A motor stall was noted and confirmed in the event logs; no motor stall recovery was recorded. The motor stall was caused by the patient having an MRI or other medical procedure. There was reported to be no medical or therapy problem. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.